Event description:
Boston scientific received info that this subcutaneous implantable cardioverter defibrillator (s-ICD) presented with both p-wave and t-wave oversensing as a result of a morphology change and drop in r-wave amplitudes. The pt was at rest at the time it occurred. No adverse pt effects were reported. A memory download was performed and sent to boston scientific technical services (ts) for additional review. A ts consultant reviewed the data and confirmed that three episodes were recorded in the device's memory were a result of oversensing when the r-wave amplitudes dropped significantly. Two of the episodes were non-sustained while the third one did result in the delivery of an inappropriate shock. Additional troubleshooting on how to optimize sensing for this pt and avoid the oversensing was discussed. The s-ICD remains implanted and in service.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.